Manufacturer narrative:
Investigation: three hundred and eighty three representative samples were received by our quality team for evaluation. Upon visual inspection of the samples received, no abnormalities were observed; therefore, the failure cannot be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that catheter damage found before use with a bd insyte-w¿ IV catheters. The following information was provided by the initial reporter, "it's noticed that catheter broken after unwrapping the package. Defected product couldn't be used. No physical harm to the end user." 385 occurrences were reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8053346, medical device expiration date: 2023-02-28, device manufacture date: 2018-03-30. Medical device lot #: 8082127, medical device expiration date: 2023-03-31, device manufacture date: 2018-03-23. Medical device lot #: 8170033, medical device expiration date: 2023-06-30, device manufacture date: 2018-06-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter damage found before use with a bd insyte-w¿ IV catheters. The following information was provided by the initial reporter, "it's noticed that catheter broken after unwrapping the package. Defected product couldn't be used. No physical harm to the end user." 385 occurrences were reported.